Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that capture could not be confirmed on the current electrograms (egm) although it is suspected there is capture on magnet egm. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.